Event description:
Davinci fenestrated bipolar instrument pulled out by surgeon from the davinci robot, checked the tip and noticed that wire shredded. Wire is intact, still connected to the instrument, nothing left inside as per surgeon. Manufacturer response for fenestrated bipolar instrument, davinci fenestrated bipolar instrument (per site reporter).